Manufacturer narrative:
Continuation of d10: product ID 8780, serial #: (B)(6), implanted: (B)(6) 2019, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jan-2021, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl and bupivacaine via an implanted pump. It was reported that the patient told the doctor that about one week ago they started to experience an increase in pain and that they had been flipping their pump in their right abdominal pocket multiple times a day. The physician flipped the pump back and performed myelogram, but he was unable to aspirate catheter, so he did not push dye for this reason. The issue was not resolved at the time of the report. Surgery was scheduled for 4/9/26 pending approval. The physician planned to revise the catheter and move the pump to the patient¿s flank. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the patient manually flipping the pump multiple times a day within the pump pocket.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reporting that the patient had a full system revision. A new catheter was placed and the doctor put 20ml pump in patient's flank resolving the issue.